Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been sheared off on approximately 134 - 238mm from the distal end of the device. Magnifying inspection of the urethane outer layer; sheared section revealed the following: the urethane outer layer had been semi-circumferentially sheared off the wire, with the core wire being exposed. The shear cross-section of the urethane outer layer was in the smooth state, implying that it had been cut with a cutting tool. The outside diameter was measured on the undamaged section and confirmed to meet manufacturer specifications. IFU states: do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire. Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the actual sample may have been withdrawn through a metallic needle in the manner of it having contact with the metallic needle, resulting in shearing of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [uf mw330140-2018-18.pdf]

Event description:
A user facility medwatch (B)(4) was received by terumo on december 20, 2018 and reported the following: the user facility reported that the radifocus glidewire uncoiled while the patient was in the operating room for a pacer wire insertion. There was no harm to the patient.